Event description:
It was reported that the 9000 system had white images during fluoro. Customer was able to finish the procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep calibrated the camera and this corrected the problem. The system operates as intended.